Event description:
Ophthalmologist reports a female pt developed contact lens associated fusarium infection. The physician states first line treatment with natamycin was not successful, however secondary treatment with voriconazole was. Follow-up info received from the treating ophthalmologist indicates the pt presented with keratitis early in the disease progression. The physician indicates the pt was using this product in combination with wal-mart private label renu multi-plus multi-purpose solution (equate) contact lens solution. The pt continues to recover and has regained 20/20 vision. The pt expressed intention to resume contact lens wear.